Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient stated that they have pain at the ins site beginning in (B)(6) of 2018 after their grandchild slid down their back and "caught on their battery site." The patient stated that approximately two weeks later they developed a rash near the ins site "along the leads" that lasted for 10 days. The patient stated that they did not report any of this until their visit on (B)(6) 2018, the rep ran an impedance test at 1.5 volts which resulted in electrodes 0 and 1 being greater than 20000 ohms. All other impedances were within normal limits. The patient is only experiencing pain at the ins site and there are no issues with the therapy. The physician's assistant at the managing healthcare provider (hcp) office ordered x-rays of the ins site and lead location for further evaluation. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep saw the patient (pt) with the healthcare provider (hcp) for replacement consult consistent with normal life of the ins. The ins is at eri. The rep checked impedance and noted that the electrodes 0,1, and 4 were out of range. The electrodes 0,1, and 4 are not used in the current programming which works well for the pt. Since the electrodes 0,1, and 3 are not used in the current programming the hcp will not plan a surgical intervention to address this. The pt will continue as is with current programming not utilizing these electrodes. No further complications or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type lead product ID 3986a, lot# n342735 , implanted: (B)(6) 2013, product type lead product ID 3888-33, lot# v594597, implanted: (B)(6) 2013, product type lead product ID 3888-45, lot# v603270, implanted: (B)(6) 2013, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances were not resolved but no further action was needed as the patient was programmed for effective therapy without use of those two specific electrodes. No further complications were reported/anticipated.